Event description:
It was reported that customer saw continuous glucose monitoring error while using sensor. There was no reported adverse impact to the customer. Customer contacted technical support, was guided through complete pump reset, confirmed error did not appear again, and successfully started new sensor session.